Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check by zimmer biomet spine personnel. There are no specific surgical procedures associated with this handle.

Manufacturer narrative:
The returned torque handle was evaluated. It was confirmed to output torque outside of the adequate performance range. When disassemble for evaluation, slight wear was found to the torque mechanism. The cause cannot be definitively determined. Handles found out of calibration typically exhibit spring relaxation, wear of critical torque components, and/or break down of the internal lubrication from use over time. A review of the manufacturing records did not identify any issues which would have contributed to this event.